Manufacturer narrative:
The investigation determined that two quality control samples were tested on a cartridge other than the intended cartridge, where the sample was processed from a vitros tp cartridge identified as a vitros na+ cartridge, on a vitros 350 system. The most likely assignable cause of the event is user error, where the vitros tp cartridge was most likely loaded while the vitros 350 system was in the diagnostics mode, meaning that cartridge inventory changes would not be recorded. Acceptable performance was obtained once the inventory of both slide supplies was verified. There was no evidence to suggest that the vitros 350 system malfunctioned.

Event description:
A customer found that two quality control samples were tested on a cartridge other than the intended cartridge using a vitros 350 system. The sample was processed from a vitros tp cartridge identified as a vitros na+ cartridge. The event meets potential health and safety criteria because a vitros slide cartridge was mis-identified as a different assay and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. No patient samples were tested within the timeframe of the event however, the investigation could not confirm that patient samples would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. (B)(4).